Manufacturer narrative:
Technician asked account to isolate the pendant, the auto contour, and the lockout box. The account plugged the pendant into the control box and the problem returned. The account replaced the control box to correct the issue.

Event description:
Account alleged that the head section would not lower. No report of injury.